Event description:
Information was received, from a company representative (rep). Regarding a clinician programmer. It was reported, that the rep encountered service code 338 connection interrupted, when attempting to interrogate. Diagnostics/troubleshooting included confirming, the device, unable to secure a network to tablet. The user was advised, to update the tablet, when possible. The cache was cleared in the synchromed app, the network settings were reset and the tablet was restarted. It was unknown, if the issue was resolved at the time of this report. There was no patient involvement in this event.

Manufacturer narrative:
Continuation of d10: product ID: a810, lot#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810, lot# unknown, product type: software. G4: updated PMA number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.